Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer were feeling tired, thirsty and nauseated because of high blood glucose reading. Customer high blood glucose reading in the morning was 400 mg/dl. Customer changed the set 5 times but the customer believes that the insulin pump was not working. Customer reports they have not contacted their healthcare provider regarding the high blood glucose reading. Customer current blood glucose reading was 484 mg/dl. Customer blood glucose reading at time of the incident was 400 mg/dl. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer was able to remove and change set at this time. The device settings were correct. Customer reported the infusion set cannula was kinked. Customer did not do high pressure test.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.